Event description:
The healthcare professional reported left side events of ¿tiredness¿, ¿depression¿, ¿asia syndrome¿. "Capsular contracture grade IV", ¿started having trouble to exercise¿, ¿sharp hair loss, brittle nails¿, ¿simple cysts up to 0.3 cm¿. Healthcare professional also reported "started to feel afraid of developing the disease. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.